Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 541 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed and an air gap was found in the tubing. Customer reported healthcare provider recently adjusted pump settings and admelog insulin was used in the cartridge. Tandem technical support informed customer admelog was not labeled for use with the pump.